Manufacturer narrative:
This report is for an unknown biomaterial - cement/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for evaluating surgical outcomes of depuy synthes spine fenestrated screws (viper and expedium) with or without the use of spinal cement (confidence or vertecem v+cement)in adult spinal deformity (asd) surgery. From all the surgical asd patients included in the essg database (july 2020), 500 were treated specifically with depuy synthes spine screws. (410 patients) of them were female and (90 patients) were male.from them, 34 patients (30 females,4 males) age 68.1 (sd 10.6) were treated with fenestrated screws with or without spinal cement (confidence or vertecem v+ cement):28 with spinal cement and 6 without spinal cement. Type of complications in patients with dps fenestrated screws. Medical : 7 urinary tract infection (minor). 1 bacteremia (minor). 1 sepsis (major). 1 renal failure (major). 1 delirium (minor). 1 re-intubation after extubation (major). 1 pleural effusion (minor). 1 reflex sympathetic dystrophy (major). 1 coagulopathy (minor). 2 anemia (minor). 2 electrolyte imbalance (minor). Intraoperative : 1 abnormal bleeding (ml) (>4l) (minor). 4 dural tear (1 major,3 minor). 1 cement leak (minor). Wound problems: 2 wound dehiscence (2 major). 5 superficial wound infection (2 major, 3 minor). 3 deep wound infection (major). Mechanical: 10 pseudarthrosis (9 major,1 minor). 9 proximal junctional kyphosis (6 major ,3 minor). 5 proximal junctional failure (4 major,1 minor). 1 adjacent segment degeneration (major). 1 distal junctional kyphosis (major). 1 loss of correction (major). 1 vertebral fracture (major). 1 pedicle fracture (major). 10 rod breakage (major). 3 screw loosening (major). 2 screws breakage (major). 1 hook dislodgement (major). 2 set screw dislodgement (major). Neurologic: 1 epidural hematoma (major). 5 radiculopathy (4 major,1 minor). 1 pain (minor). This is for depuy spine fenestrated screws (viper and expedium) and spinal cement confidence.